Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain shortly after the implant of a new implantable pulse generator (ipg) system. The electrical measurements and echocardiogram did not show any issue. Physician decided to reposition both the right atrial (ra) lead and right ventricular (rv) lead one day after the implant. No further patient complications have been reported as a result of this event.